Event description:
It was reported that the downstream occlusion (dso) was damaged. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection performed. Device had scratched lens, damaged battery compartment, worn upstream occlusion (uso) seal and bubbled/cracked downstream occlusion (dso) seal. Performed functional testing. The customer's reported problem was duplicated. The root cause was the damaged dso seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.